Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer hard to close due to component. Field service engineer replaced sliders to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer hard to close. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.